Manufacturer narrative:
Correction.

Event description:
It was reported that following femoral plating due to old injury and bone malunion, the patient underwent revision surgery due to broken femoral plate implant.

Manufacturer narrative:
(B)(4).